Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the extremely calcified and extremely tortuous obtuse marginal branch of circumflex artery. A synergy drug eluting stent was advanced but failed to cross the lesion. However, when the stent was removed, it was noted that the stent was loose and came off on the stent delivery balloon. The procedure was not completed and continue to treat the right coronary and left anterior descending artery successfully. No patient complications were reported and the patient's status was fine.